Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as unknown but possibly due to a hole in the drainage bag; however, the drain bag does not constitute part of the fluid path leading to the patient, therefore, the cause of peritonitis was assessed as unknown. On the same day as the event onset, the patient manifested cloudy effluent. The following day, the patient started treatment with intraperitoneal vancomycin (1g every fifth day), intraperitoneal meropenem (1g daily), and intraperitoneal amikacin (125mg daily) for peritonitis. Three days after the event onset, the patient was hospitalized for peritonitis. Dianeal therapy remained ongoing. Six days after the event onset, the effluent was clear; the patient was deemed recovered and was discharged from the hospital that same day. Fourteen days after the event onset, the vancomycin, meropenem, and amikacin were discontinued. No additional information is available.